Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: (B)(6): patient was enrolled in study and implanted with nail on (B)(6) 2012. On (B)(6) 2013 nail was removed because of hypertrophic pseudoarthrosis. Patient was reamed and a larger nail was implanted. X-ray and CT scan were taken on an unknown date.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.